Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that during the permanent implant procedure, the patient's somatosensory evoked potentials (ssep's) and motor evoked potentials (mep's) were not within the expected range. The physician believed that it might be due to spinal compression when the leads were being inserted. The patient did not manifest any sensory or motor compromise. The physician felt that it was best to abort the procedure and do an MRI. The patient was reportedly doing well.